Event description:
It was reported that one month post lens implant the doctor noted capsular contraction with striae in capsular bag. A yag procedure was performed and the patient is reportedly seeing well. This report refers to the patient's left eye. Reference MDR# 1313525-2015-01964 for the lens implanted in the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.